Event description:
Patient was in a versa care 200 bed receiving chemotherapy. He was resting on the side of the bed and the rail gave way. The patient fell over and hit the IV pole and continued to fall and hit his head on the floor. He had cranial x-rays taken as well as received stitches for 1/2 inch forehead laceration. The latch was tested several times on the side rail and it stuck on a few occasions. The bed was sequestered and tests were to be done on this bed as well as the other 14 beds in service.